Event description:
The pump's lead screw was disconnected. It was stated that the customer changed the reservoir and noticed that the lead screw was disengaged. The bgs were high and treated with a manual injection. Troubleshooting was performed. Device was not dropped, or bumped.